Event description:
Event description guidant received information that this lead was not implanted the physician stated that the lead was broken, however, the break was never specified. The lead was returned for analysis and replaced with a competitor's lead.